Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-21480. Correction: this MDR is being submitted to correct the submitted brand name, common device name under d2, model number, serial number, lot number, primary unique device identifier (UDI) number, expiration date under d4 PMA/51k number g4 under and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Manufacturer narrative:
Initial and final MDR (B)(4). (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient received boxe of 10 infusion sets that were crushed and wet. No further information available.